Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1388t, competitor implantable pacing lead, (B)(6) 1998; 6931, implantable tachy lead, (B)(6) 2007; 1058t, competitor implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported by the patient that their device did not last more than two and a half years and they wish the company made a device with a better battery. The patient stated they use the devices faster due to having two leads and being totally dependent. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.